Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One single board computer (sbc) board for the newport ht70 ventilator was received and the customer reported issue was confirmed.

Manufacturer narrative:
(B)(4). A non-covidien service provider did forced termination, the condition was reproduced. The single board computer (sbc) was replaced and the problem was resolved. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that at a time of maintenance the ht70 ventilator screen froze at the 6 photo image. There was no patient involvement.